Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (serial#: (B)(6); egia60amt, egia60amt egia 60 artic med thick sulu, (lot#: p4g1079). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic gastric bypass, the powered stapler was rotating on its own. The staff disassembled the entire unit but was unable to pinpoint which component was defective. The handle, adapter and reload were replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the adapter was connected to the gen2 acc software and the strain gauge was responsive. The reload was able to be rotated and articulated in all directions without hang-ups or sluggishness. The adapter was able to be fired without any issue. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that uncontrolled rotation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: calibration turns errors. Evaluation noted that there were calibration turns errors in the data saved to the system. The most likely cause for the additional condition is unreported failure could not be established from the information available. A review of the device history records found potentially contributing factors from the manufacturing process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.